Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device replacement procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was capped and replaced during the procedure to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the lead was explanted and replaced during the procedure.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, only the connector portion of the lead was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. A full breached outer insulation degradation was also found adjacent to the connector boot with the inner insulation intact in this location. Procedural damage was also noted in these locations. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can and full breached outer insulation degradation. Electrical testing did not find any indication of conductor fractures or internal shorts.